Event description:
Information was received that a smiths medical fluid warmer had intermittent clamping with air detector with no alarm.

Event description:
It was reported that the device had intermittent clamping issue with air detector. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(6), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. When powering on the device, the air detector clamped down; which should not clamp during power on sequence. No audible or visual indicators were observed, which normally are present during power on sequence. The root cause of the reported issue was normal wear and tear. Actions were taken to mitigate the reported issue: replaced air detector control board and sensor board.